Event description:
There was a malfunction of the operation switch on the conmed cautery pencil. During the initial incision of a scheduled four vessel cardiac surgery, the surgeon ended the cutting procedure, decompressed the operation switch and set the cautery pencil onto the sterile field, per protocol. The cautery pencil is to automatically stop when the operation switch is decompressed. The pencil remained on and caused two small burns to the pt's left chest wall. The pt had an uneventful surgery and recovered well.

Manufacturer narrative:
Conmed es contacted the FDA to gain additional info regarding the reported event. No further info regarding the event was provided. The user facility was not disclosed to conmed es as the FDA stated this info is confidential.